Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode and fell. A health care professional (hcp) contacted boston scientific technical services (ts) and wanted to review the associated episode electrogram (egm) from the date of the syncope, however, the egm was no longer available in device memory due to being overwritten by subsequent episodes. The root cause of the syncope was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.